Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided one inappropriate electric shock and anti-tachycardia pacing (atp) for a rhythm that appeared to be supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and discussed a different movement that was presented on the electrogram (egm). It was found that this was expected behavior after a dump of residual energy on the capacitors when atp is being delivered. This system was programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this patient experienced a sustained slow ventricular tachycardia (vt) episode at 150 beats per minute (bpm) that fell below the programmed zone and was not detected as expected. The patient was admitted to the hospital and the rhythm was converted with lidocaine. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided one inappropriate electric shock and anti-tachycardia pacing (atp) for a rhythm that appeared to be supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and discussed a different movement that was presented on the electrogram (egm). It was found that this was expected behavior after a dump of residual energy on the capacitors when atp is being delivered. This system was programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this patient experienced a sustained slow ventricular tachycardia (vt) episode at 150 beats per minute (bpm) that fell below the programmed zone and was not detected as expected. The patient was admitted to the hospital and the rhythm was converted with lidocaine. No additional adverse patient effects were reported. According to additional information, this s-ICD system was prophylactically explanted for a therapy upgrade to a new implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported outside of replacement procedure. This product was received by boston scientific for further analysis. According to additional information received, prior to explant, after the episode of vt, the physician elected to turn off therapy form this s-ICD. A life vest was installed with this patient until a transvenous system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided one inappropriate electric shock and anti-tachycardia pacing (atp) for a rhythm that appeared to be supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and discussed a different movement that was presented on the electrogram (egm). It was found that this was expected behavior after a dump of residual energy on the capacitors when atp is being delivered. This system was programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this patient experienced a sustained slow ventricular tachycardia (vt) episode at 150 beats per minute (bpm) that fell below the programmed zone and was not detected as expected. The patient was admitted to the hospital and the rhythm was converted with lidocaine. No additional adverse patient effects were reported. According to additional information, this s-ICD system was prophylactically explanted for a therapy upgrade to a new implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported outside of replacement procedure. This product was received by boston scientific for further analysis. According to additional information received, prior to explant, after the episode of vt, the physician elected to turn off therapy form this s-ICD. A life vest was installed with this patient until a transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided one inappropriate electric shock and anti-tachycardia pacing (atp) for a rhythm that appeared to be supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and discussed a different movement that was presented on the electrogram (egm). It was found that this was expected behavior after a dump of residual energy on the capacitors when atp is being delivered. This system was programmed to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.